Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2016, diagnostic coronary angiography revealed 60% in-stent restenosis (isr) in the proximal left anterior descending (lad) artery. Two days after, the isr was then treated with drug balloon expansion.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.   (B)(4).

Event description:
(B)(6). It was reported that unstable angina occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending artery (lad) with 80% stenosis, and was 20 mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilation and placement of a 3.00 x 20 mm promus element stent. Following post-dilatation, the residual stenosis was 10%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. Ten days from hospitalization, the event was resolved and the patient was discharged on the same day.